Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an external device. The reason for call was pt rep says the controller isn't taking a charge, and has stayed at 60 percent for 4 hours and says issue started this morning. They then contacted a manufacturer representative (rep) who had the patient (pt) reset the controller which didn't fix issue. During the call they plugged in ac power cord and screen came on. Battery compartment looks intact. Controller port looks intact. They reset controller during the call and pt went to charge controller and its at 60 percent. They will leave it plugged in and if the controller battery level doesn't increase they will call patient services (pss) back. Pt rep called charge for 30 mins then called me back, but controller is still at 30 percent. A replacement battery pack was sent out. Caller said they wish pt could get a new controller because pt is in pain and the stimulation makes changes on its own. Reviewed this would not fix a stimulation therapy issue. Redirected to hcp the patient's representative answered and reported that the patient had their battery pack replaced recently with another used ¿gadget¿ and the implantable neurostimulator (ins) still makes changes on its own. They had met with a manufacturer representative (rep) after getting the battery pack replaced and they were also unable to determine the cause. The patient is still in pain and are very discouraged on getting the issue resolved. The pt rep reported that they are not sure if any other actions will be taken to resolve this issue.

Manufacturer narrative:
Correction: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.